Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2024 and suture was used. During the suturing process, the suture broke. Changed another one to complete the surgery. Due to the quality of the instrument, the operation was more difficult and the operation time was prolonged. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. -how long was the delay? Please specify in minutes. -was there any change in the patient¿s post-operative care due to the prolonged procedure? - lot number? Please refer to the event description, other information requested is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.